Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler contacted fresenius customer service and reported that she experienced peritonitis. Upon follow up, the pdrn reported the patient presented to the outpatient clinic (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. The pdrn stated the patient was initially prescribed one-time doses of intraperitoneal (ip) vancomycin at 1500 mg and ip ceftazidime at 1000 mg prior to culture results. Following receipt of culture results on (B)(6) 2022 the patient was advised to report to the emergency department (ed) due to the presence of a fungal infection. The patient was admitted to the hospital on (B)(6) 2022 and underwent surgical removal of a non-fresenius pd catheter due to the nature and severity of the infection. The cause of the patient¿s peritonitis was reported as touch contamination. The date of the cultures and the organism were reported as candida parapsilosis with a white blood cell count of 822/mm3. The patient was transitioned to hemodialysis (hd) for renal replacement therapy through an existing arteriovenous fistula on a hospital provided hd machine, make and model unknown, for the duration of admission. The patient was given antifungal medication while hospitalized the type, route, dose, frequency and duration were not reported. The patient was discharged (B)(6) 2022. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.

Manufacturer narrative:
Corrected information: b.3, d.10, h.6.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler contacted fresenius customer service and reported that she experienced peritonitis. Upon follow up, the pdrn reported the patient presented to the outpatient clinic (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. The pdrn stated the patient was initially prescribed one-time doses of intraperitoneal (ip) vancomycin at 1500 mg and ip ceftazidime at 1000 mg prior to culture results. Following receipt of culture results on (B)(6) 2022 the patient was advised to report to the emergency department (ed) due to the presence of a fungal infection. The patient was admitted to the hospital on (B)(6) 2022 and underwent surgical removal of a non-fresenius pd catheter due to the nature and severity of the infection. The cause of the patient¿s peritonitis was reported as touch contamination. The date of the cultures and the organism were reported as candida parapsilosis with a white blood cell count of 822/mm3. The patient was transitioned to hemodialysis (hd) for renal replacement therapy through an existing arteriovenous fistula on a hospital provided hd machine, make and model unknown, for the duration of admission. The patient was given antifungal medication while hospitalized the type, route, dose, frequency and duration were not reported. The patient was discharged (B)(6) 2022. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.